Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Method - photographic inspection. Examination of returned device found the product to be non-conforming. Review of the device confirmed the reported condition. The root cause was determined to be operator error. Corrective action has been initiated to address the reported issue.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During the distributor's receiving inspection, a hair was found inside the sterile packaging.

Manufacturer narrative:
This follow-up report is being filed to correct information.